Event description:
It was reported by the affiliate that the (1) mcm20 was used during a varix procedure. It was reported that the clips would not feed. The case was completed with another device and with no pt consequence.